Manufacturer narrative:
Explanation: there was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned to the manufacturer and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the artifact could not be positively identified through cause and effect analysis (90e0012_a09_revfi). The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was reportedly conscious and driving at the time of the event. Motion artifact contributed to the false detection. It was reported that the patient experienced a burn from the treatment event. Follow-up indicated that the burn was improved. There is no indication that the patient sought medical attention for the reported burn. The response buttons were not pressed during the event. The patient continues wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.